Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, and the user planned a software update to address the behavior. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, alarms, or need for medical care. Investigation included user-directed troubleshooting and education. Investigation of this case revealed an intermittent user interface responsiveness issue localized to the sleep/wake control, with no impact to therapy delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending observation after the software update.